Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
It was reported to philips that when the device's power cord is unplugged an error is displayed for internal battery is used up and had a cooling fan speed error. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips service engineer (se) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty contact failure in the connector terminal which is part of the lithium-ion battery. The battery was replaced the se and the device passed all performance assurance testing.